Manufacturer narrative:
Section a2, a4 and a6: unknown/ not provided. Asku. Section d6a. If implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: phone number: (B)(6). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that one duplicate complaint was received for this serial number which was voided; therefore, no further actions are required. Conclusion: based on the investigation, no malfunction or product deficiency was identified and the reported issue was not verified. Attempts have been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the haptic was damaged on a monofocal intraocular lens (iol). Although the report indicated that when opened the intraocular lens (iol), the haptic was noted to be broken, that there was no patient contact; however, the report also indicated that the patient was outcome status as temporarily impaired and unknown. Also delay in procedure mentioned. It was noted that it is unknown if patient's daily activities were affected. No sutures or vitrectomy required. No medication was prescribed. Additional information confirmed that there was no harm to the patient as the iol was replaced/another lens was used for the left eye of the patient at the time of the procedure and that the delay was not related to the device. No further information was provided.